Event description:
Allegedly revision surgery was performed. No other info available at this time.

Manufacturer narrative:
Conclusion: product was not returned for evaluation. Upon further investigation, it was found by the user facility that our product did not cause or contribute to a serious injury; therefore, the MDR was not required.